Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem. System operates as intended.

Event description:
Customer reported the system displayed a filament regulator error during a case. No pt injury was reported.